Manufacturer narrative:
Date sent to the FDA: 09/30/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: one open box with eighteen unopened samples of product code ep8730, lot pmp824 was received for analysis. During the visual inspection of samples, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. Were the four incidents from the same product code ep8730h and lot number pmp824? Yes. How was case completed? With same like suture. Procedure name and date? Unk. Event date? Unk. Are samples being returned for evaluation? Yes. Note: events reported in 2210968-2020-05665, 2210968-2020-05666, and 2210968-2020-05668

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture detached. Another like device was used to complete the procedure. No patient consequences reported. No additional information was provided.